Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828810pl) failed to perform. On (B)(6) 2024, the patient developed signs and symptoms associated with device failure therefore it was explanted and replaced. No information was provided in regards the specific valve failure.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.